Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in device cannula. The following information was provided by the initial reporter: today we found a syringe with a batch of syringe, 50 ml luer-lock latex-free that is contaminated. This is item number 300865 with lot number 2211019.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-apr-2023. H6: investigation summary: one 50 ml syringe and photo received for investigation. Upon visual evaluation, embedded foreign matter is observed on the barrel inside the fluid path. A device history review was performed for lot 2211019, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is generated during the molding process.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in device cannula. The following information was provided by the initial reporter: today we found a syringe with a batch of syringe, 50 ml luer-lock latex-free that is contaminated. This is item number 300865 with lot number 2211019.